Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 12 applications were performed with a non-returned balloon catheter afapro28 with lot number 98927 on the date of the event. The pressure and temperature did not follow the preset value. A clinical issue (phrenic nerve palsy (pnp)) occurred during procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the activity of the diaphragm weakened indicating phrenic nerve palsy (pnp). The double stop technique was performed. The case was completed with cryo. The patient was asymptomatic, but did not fully recover. No further patient complications have been reported as a result of this event.